Event description:
Product used to anchor a venous needle during dialysis therapy. During therapy, the needle became dislodged. Pt had minimal bleeding and no injury reported.

Manufacturer narrative:
This complaint is identified as a product complaint by the MFR based on the description of the event from the user facility. As part of the complaint investigation, the mfg process, retained product samples, and any product retrieved from the customer were evaluated. The investigation was concluded and showed that the product had met specifications.